Manufacturer narrative:
Citation: rivard l et al. "Electrocardiographic and electrophysiological predictors of atrioventricular block after transcatheter aortic valve replacement." Heart rhythm. 2015 feb; 12 (2): 321-9. Doi: 10.1016/j.hrthm.2014.10.023. Epub 2014 oct 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the frequency and predictors of complete atrioventricular block following transcatheter aortic valve replacement (tavr) as well as examining the value of electrophysiological study before and after tavr. All data were collected from a single center between january 2009 and july 2012. The study population included 75 patients (predominantly male; mean age 82 years; mean weight 76 kg), 64 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). It was noted that 26, 29, and 31 mm prosthesis sizes were used. Among all patients, the 30-day and 1-year mortality rates were: 2.7% and 16.9%, respectively. It was reported that one of these deaths occurred 62 days following tavr due to severe aortic insufficiency. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: permanent pacemaker implantation post-tavr, complete atrioventricular block, new-onset left bundle branch block, sick sinus syndrome, atrial fibrillation, stroke, major vascular complication, and major bleeding. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.